Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: myocardial infarction causing permanent damage. Device issue: no device malfunction has been reported. It was reported via trail the index procedure was performed 2008. Predilatation was performed prior to stenting of the proximal cx with one xience v stent. During the index hospitalization, the subject had one set of elevated cardiac enzymes post index procedure. There was no report of any treatment for the patient symptoms. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. Myocardial infarction is noted in the xience v IFU. Elevated cardiac enzymes and myocardial infarction are listed as a potential adverse event. In this case, there was no malfunction identified during use of the product. Although a definite relationship between the elevated enzymes, myocardial infarction and the product, if any, cannot be determined, there are no indications to suggest a product quality deficiency contributing to the reported patient effects.